Event description:
Customer reported an incident where 3 power failure alarms (4 in total) occurred without reason. The machine was not unplugged. No blood loss was reported.

Manufacturer narrative:
There was no patient injury or clinical consequences to the patient reported. Gambro renal products has received and evaluated the downloaded machine data files and has requested additional information relating to this incident. Further investigation into this incident is ongoing by the manufacturer.